Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
H1 has been updated from malfunction to serious injury.

Event description:
Additional information received that patient underwent surgical intervention on 03 sep wherein the ipg was replaced. Therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure on (B)(6) 2020. Postoperatively, the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿generator unavailable".